Manufacturer narrative:
The field service representative (fsr) inspected the alinity I processing module, serial number (B)(6) , and replaced the pre- trigger alnty ci snsr bsl, which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no subsequent issues have been reported related to falsely depressed results post the current issue was identified. A review of tracking and trending for the alinity I processing module did not identify any trends. A review of tracking and trending for the alnty ci snsr bsl did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the alnty ci snsr bsl were identified.

Event description:
The customer reported false negative alinity I stat high sensitive troponin-I results generated on the alinity I processing module. The following results were provided: troponin results: ng/l. Sid (B)(6) : alinity 1 = 4.9 / alinity 2 = 1632.3. Sid (B)(6) : alinity 1 = 0 / alinity 2 = 488. Sid (B)(6) : alinity 1 = 1 / alinity 2 = 2730.8. Normal range: stat high sensitive troponin-I: male = 0-34 ng/l / female = 0-16 ng/l / overall = 0 - 26.2 ng/l. The customer was questioning results generated on alinity 1 which are the initial results provided. There was no impact to patient management reported.

Manufacturer narrative:
A1 - patient identifier: (B)(6) (3 total patients) all available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false negative alinity I stat high sensitive troponin-I results generated on the alinity I processing module. The following results were provided: troponin results: ng/l sid (B)(6): alinity 1 = 4.9 / alinity 2 = 1632.3 sid (B)(6): alinity 1 = 0 / alinity 2 = 488 sid (B)(6): alinity 1 = 1 / alinity 2 = 2730.8 normal range: stat high sensitive troponin-I: male = 0-34 ng/l / female = 0-16 ng/l / overall = 0 - 26.2 ng/l the customer was questioning results generated on alinity 1 which are the initial results provided. There was no impact to patient management reported.